Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a kink was noted on the connector part of the mapping catheter. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: visual inspection of mapping catheter, 990063-020 / 215072004, showed the catheter shaft was kinked and broken at the proximal end attachment with the ECG connector; no ECG signal wires were broken inside the shaft. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the reported sheath break issue has been confirmed through testing. The mapping catheter failed the returned product inspection due to a kinked and broken shaft at ECG connector attachment. If information is provided in the future, a supplemental report will be issued.